Event description:
A (B)(6) female pt contacted zoll customer support to report adjust belt or check belt messages and check te pad messages. The pt was issued a replacement belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or check belt messages, check te pad messages) was confirmed. As received, belt failed incoming testing. Upon eval the rear pulse wire was found open in the trunk cable. The cause of the messages is the open wire. The root cause of the open wire cannot be positively identified, but was likely caused by physical abuse. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.